Event description:
It was reported that the implantable cardioverter defibrillator (ICD) only lasted 4 years and thus had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - we received performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The time of the rrt (recommended replacement time) in the save to disk was on (B)(4) 2012 device rrt less than or equal to 2.62 volts. The weekly battery voltage trend data shows minimum battery equal to 2.64 to 2.62 volts between (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012. The device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.